Manufacturer narrative:
Review of pump data showed a low blood glucose (bg) level of 46 (mg/dl) recorded on (B)(6) 2016. There were no unusual adjustments to the basal insulin rate, or unusual bolus requests. After the low bg level was recorded, the pump data showed multiple temperature alarms over an eight hour span. Temperature alarms were captured in MDR 3007981285-2016-93163. Insulin delivery was stopped and started multiple times during this time period. Depending on the temperature exposure prior to the low bg recording on (B)(6) 2016, the temperature could affect the quality of the insulin being delivered from the pump. There is no evidence in the pump data that the pump failed or malfunctioned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl). Customer ate some food and their bg level returned to target range. Recommendation was made to consult with health care provider to discuss diabetes management.